Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a00008767.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg and was getting no pain relief from stimulator. Surgical intervention took place wherein the scs system was explanted. Note : it is unknown which lead is related to this issue.